Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Customer declined service at this time.

Event description:
Customer states unit alarms for battery issue. No patient/user harm reported. Event date not specified; estimate used.